Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon deployment. It was suspected that the dislodgement was due to stored energy in the delivery catheter system (dcs) from the tortuous iliac femoral vessels. Moderate to severe paravalvular leak (pvl) was indicated per the transesophageal echocardiogram (tee) despite good hemodynamics. The implant depth was 0.5 mm. A post implant balloon aortic valvuloplasty (bav) was performed which repositioned the valve to 0-1 mm, however the pvl did not improve. A second transcatheter bioprosthetic valve was deployed lower and improved the pvl to mild. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medwatch # 2025587-2016-01768 was a duplicate report sent on the same patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.